Event description:
The customer reported that "the intellivue mp2 patient monitor displays the error message 'speaker malfunction." No death or patient/user harm was reported.

Event description:
The customer stated that there was a "speaker malfunction error message on unit". No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.